Manufacturer narrative:
In response to FDA report number: mw5147083 and mw5147084. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "soreness", non-device related "joint pain", and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Patient later reported "implant rupture." Device has been explanted. This relates to the right side

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional provided a pathology report for the right side which confirmed a histopathological marker, cd30+, confirming suspicion of bia-alcl. Additionally, the "right breast consists of a single piece of pink-tan granular capsule." Histopathological markers cd30+ and alk- have been received.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side ¿soreness¿, ¿joint pain¿, and ¿exchange from textured to smooth breast implants due to patient¿s concern with the product¿. Later, patient reported left breast implant rupture and capsule explant due to recalled allergan implants. Healthcare professional reported ¿results cd30 (ki-1) rare (1-2 cells) positive and alk1 not detected.¿ histopathological markers cd30+ and alk- have been received through pathology report. Patient representative reported on behalf of patient "plaintiff(s) allege that one or more biocell devices caused personal injuries and damages including but not limited to the following: increased risk of alcl recurrence, evaluation and diagnosis of alcl, itching, pain, swelling, depression, anxiety, panic disorder, significant weight gain, ulcers, irritable bowel, chronic headache, chronic gi upset, significant scarring, disfigurement, post operative complications, and infection". The reported events of " significant weight gain, ulcers, irritable bowel, chronic gi upset, significant scarring, disfigurement, post operative complications" are not device related. Chronic headache is not device related. The event of infection is serious, information is insufficient to determine exact cause. Device has been explanted.